Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The following could not be completed with the limited information provided. Age- ni, weight - ni, date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, date explanted - ni, manufacture date ¿ ni.

Event description:
Patient has been indicated for revision of the acetabular cup due to bone defects; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.